Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported during a pulse field ablation (pfa) procedure using a farawave pfa catheter, the patient experienced cardiac tamponade. The transseptal puncture was performed with a non-boston scientific needle and introducer, and it was reported to be complicated by the physician as the location was fibrous due to previous transseptal crossings. After left atrial access was gained, the farawave catheter was directed to the left superior pulmonary vein (lspv). Heparin was administered. After two sets of four energizations were performed, it was noted the patient's blood pressure dropped. When the ultrasound was consulted, the physician observed a cardiac tamponade. The ablation procedure was cancelled at this time, and drainage was performed. No further patient complications were reported. The catheter was retained by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.